Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the battery was at end of service (eos); the battery was depleted. It was reported there was a pre-mature eos. Issue not resolved at this time. Patient was recommended to get a replacement. No further complications were reported/anticipated.